Manufacturer narrative:
Communication/interviews (4111/3233): the part that was replaced referenced in the initial MDR was the display controller board assembly. H3 other text : not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display that was not working. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1: (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the display blinking issue, display controller assembly and pcb was replaced. All functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.

Manufacturer narrative:
A getinge field service engineer (fse) conversed with the customer and they have repaired the iabp unit themselves with a part that was sold to them by getinge. Attempts are being made to obtain additional information with regard to the repair and status of the iabp unit. A supplemental report will be submitted if this information is provided to us. (B)(6)

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display that was not working. There was no patient involvement, and no adverse event reported.